Event description:
It was reported that prior to completing the prostate procedure, it was noted that the metal cap of the fiber had fell off and was retrieved by the physician. The physician was able to complete the procedure with the first fiber. There was no patient complications reported due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is attached to fiber and aligned; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Probable root cause: based on the device analysis, the product complaint "metal cap fell off" could not be confirmed; there is no failure found with the returned product. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.